Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery/charger faults) was confirmed. Upon investigation the battery charger was resetting. The cause was isolated to an internally open y1 crystal oscillator and an internally shorted u13 cmos flash microcontroller on the bedside board being internally shorted. The root cause of the open y1 crystal oscillator and shorted microcontroller was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.